Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, (B)(4), product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was coring/tears/cuts in the sc connector seal, which met the leak criteria and there was a user related hole found in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the surgical intervention reported on (B)(6) 2017. Updated to reflect the information received on 2017-jun-21. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jun-21. It was reported that the patient's pump w was replaced and therapy was restored.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of gablofen at an unknown dosage via an implantable pump for intractable spasticity and cerebral palsy. On 2017-jun-17, it was reported that the patient's pump motor stalled and did not recover. It was reported that the pump alarm began on the night of (B)(6) 2017 and the patient's symptoms began early in the morning. The patient was asleep when the alarm began so it was unknown if any environmental/external/patient factors led or contributed to the event. The motor stall was confirmed when the pump was interrogated. The patient was being treated in the pediatric ICU with oral baclofen and "valumn" and dantrolene was considered. It was reported that a plan was being worked to replace the pump. The issue was not considered resolved. The patient's status was listed as "alive-no injury". Additional information received on 2017-jun-20 from the healthcare provider (hcp) via the manufacturer's representative. The patient's symptoms were clarified as itching and increased tone. It was reported that the patient's pump recovered at approximately 7 am on (B)(6) 2017. The patient was doing well and the plan was to monitor the patient closely with oral baclofen and valium as needed. No cause for the stall was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.